Event description:
It was reported that during a gastric bypass procedure, on the fifth firing of the device (but second firing on stomach portion) to create the pouch, the device fired, however one single staple was missing in the middle of the third row of staples. The surgeon continued with procedure as usual as the rest of the staple line looked fine. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Photographs; batch # m53l4k. Photographic analysis: based on the photographic evidence the event description can be confirmed. Unfortunately, the root cause of the issue cannot be determined from the photographs. The analysis found that one psee60a device was returned in good visual condition and with one gst60d cartridge reload present. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no incomplete staple line was noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.